Manufacturer narrative:
Nakanishi did not receive any information about the patient from the distributor, but is still trying to obtain the information. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95l device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at (B)(4), which is the maximum rpm for the motor that drives the handpiece ((B)(4) for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at (B)(4) (motor revolution (B)(4)). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements about 10 seconds after the start of the test were as follows: test point (1): 105.2 degrees c, test point (2): 124.4 degrees c, test point (3): 27.7 degrees c, test point (4): 28.7 degrees c. The increase in temperature was so sudden that the test was concluded about 10 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing retainers in the ball bearings on both the rear and front sides of the cartridge were broken. The headcap and internal gear were soiled and abraded. There was debris on the chuck and metal was compressed to the bur holding part. Nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi determined that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainers. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainers was the ingress of undesirable materials into the bearing, leading to abrasion. Nakanishi also considers the possibility from the metal compressed to the bur holding part of the chuck, that the bearing retainers was broken by stress on the tip of the bur due to external impact such as dropping the device, in addition to high-load cutting. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearings during rotation. This contributed to the handpiece overheating. Additionally, misuse by the user led to the above issues, which also contributed to the reported overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk europe and directed nsk europe to remind the user of the importance of maintenance and using the device, as instructed in the operation manual.

Event description:
On (B)(6), 2022, nakanishi received an e-mail from a distributor ((B)(4)) about a problem with an nsk handpiece overheating. The details are as follows: the event occurred on (B)(6), 2021. A dentist was performing a dental procedure on a patient using the x95l handpiece (serial no. (B)(4)). During the procedure, the device overheated and the patient received 3rd burnes to their tongue and cheek.

Manufacturer narrative:
Despite the fact nakanishi sent e-mails requesting information about the patient on (B)(6), 2022, (B)(6) 2022, (B)(6), 2022, and (B)(6) 2022, nakanishi did not receive the information.